Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. The perception was one of the scissors moved with difficulty which is why another sterile article was opened and used. Patient status: unknown. Type of intervention: change of device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: unknown. The perception was one of the scissors moved with difficulty which is why another sterile article was opened and used. Patient status: unknown. Type of intervention: change of device.